Event description:
On 04 december 2025, the reporter reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels of 25 mg/dl. The user was transported to the hospital by a caregiver where the user was admitted to the intensive care unit and treated with IV dextrose and discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced seizure due to severe hypoglycemia after continued use of the ilet prior to the event while receiving insulin therapy. This situation can result in acute neurologic injury associated with hypoglycemia and is consistent with the observed collapse requiring ems response and ICU treatment with IV dextrose. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports an undetermined cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.